Event description:
The customer reported getting a pacer/shock equipment malfunction.

Manufacturer narrative:
The unit was evaluated at philips and the symptom was verified. Replacing the therapy pca resolved the reported issue.